Event description:
Additional information received indicated lead breakage. The lead was explanted and replaced on (B)(6) 2012. The patient recovered without sequelae.

Event description:
It was reported that high impedances were measured on the patient's implantable neurostimulator (ins) which indicated an open circuit. It was noted that there were no patient symptoms associated with this finding. The patient was brought to the operating room where impedances were tested with the lead unconnected from the ins battery and again showed high impedances. The lead was then explanted and replaced. Following the procedure the patient outcome was reported as no injury. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Analysis results for the explanted lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID (B)(4), lot# v447352, serial#, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), lot# v447352, serial#, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that all conductor wires were broken at the silicone anchor site. All conductor wires were broken at the distal side of the ez anchor, 16.8 cm from the distal end. A functionality test found that all circuits were open and there were no shorts. Analysis of the ez anchor found that it had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.